Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3093-28, lot# v018880, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bnm3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v018880, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported the patient was experiencing shocks and had a shocking or jolting sensation. They also had discomfort and pain in their lower tailbone area. In (B)(6) the patient had changed their program that was shocking them. The cause of the event was unknown. Interventions taken and patient outcome were not available at the time of this report. Follow up is being performed to obtain this information and if additional information is received a follow up report will be sent.

Event description:
Additional information received via the consumer reported the patient would sometimes get frustrated with the device or therapy, but other times, she was very grateful. It was indicated the patient sometimes received assistance from her doctor. The patient had concerns regarding her device or therapy but was working with her doctor or representative through constant appointments.